Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet was replaced to resolve the issue. A: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. The distributor performed a checkout of the equipment and confirmed the reported complaint. The auxiliary common gas outlet was replaced to resolve the issue. A: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. D4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in high airway pressure. There was no patient involvement.